Event description:
It was reported that the smartpass feature within this subcutaneous implantable cardioverter defibrillator (s-ICD) due to bradycardia and low amplitudes. The device was then reprogrammed to the primary vector to mitigate further low r-wave amplitudes. Additional information was received that this device then exhibited t-wave oversensing resulting in inappropriate shocks in both primary and alternate vectors. Technical services (ts) provided further troubleshooting options and recommended performing an x-ray to evaluate the system placement. This device remains in service. No adverse patient effects were reported.